Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, after evaluation it was observed that the pca was burnt. There are no errors identified. The device was scrapped.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b, box g and box h: event date, date received by mfg and manufacture date. After reviewing it was captured correctly. In box b: event date has been updated. In box g: date received by mfg has been updated. In box h: manufacture date has been updated.